Event description:
It was reported that the device was used during a whipple procedure. It was reported by the rep that the surgeon used (2) tim20 instruments and they both jammed and misformed clips. The case was completed using a mcl20 instrument. There was no consequence to the pt.